Event description:
It was reported to medtronic neurosurgery that the tubing in between the bottom of the collection chamber and the sampling port fell apart. According to the report there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.